Event description:
It was reported that bad liquid crystal display event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed damaged enclosure, front cover, tank cover, pole clamp, and faded line cord. Customer?s reported issue was duplicated. Liquid crystal display was damaged. The root cause of the reported issue was not determined. Actions taken to mitigate the reported issue: replaced printed circuit board containing the liquid crystal display. UDI: UDI information is unknown. Date rec¿d by MFR: report source is unknown.